Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - (B)(4). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the patient line of an a homechoice cassette and the minicap transfer set; further described as "transfer set was difficult to get off" (difficulty disconnecting). This occurred after treatment for automated peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available